Event description:
Customer reported the nurse call outlet to the alarm is broken. Customer reported issue was discovered during set-up but a date was not provided. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed that the nurse call receptacle is broken and has a loose connection. The nurse call led functions when tested, but if the nurse call cable is moved, the nurse call will turn on and off.